Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Insulin pump also received with cracked case corner of belt clip rail corner.

Event description:
The customer reported via phone call that the insulin pump was cracked at the back and the battery compartment seemed moist. The customer¿s blood glucose level was unknown. Customer states the insulin pump has cosmetic damage. Customer also reported that the reservoir lip ring was not damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.